Manufacturer narrative:
Tw (B)(4). Event site name exceeded character limitations: (B)(6) healthcare the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that when harvesting the saphenous vein, the vasoview hemopro 2 cutting tool was not delivering any energy. They exchanged out with a new adapter, cord and power supply. The cutting tool still would not deliver energy with the new equipment. A second vh4000 was opened and worked fine. The case was completed with the second vh4000. Device was used on a patient. There was no patient injury. There was not any broken or damaged equipment in the patient or left behind in the patient.

Manufacturer narrative:
Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/10/2026. An investigation was conducted on 03/12/2026. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and there was a delay in the reactivation after 10-second cooling period. The based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed. A manufacturing engineering evaluation was completed. The reported failure "failure to deliver energy" was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c­ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The lot # 3000525998 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, g3, g6, h2, h11.

Event description:
The hospital reported that when harvesting the saphenous vein, the vasoview hemopro 2 cutting tool was not delivering any energy. They exchanged out with a new adapter, cord and power supply. The cutting tool still would not deliver energy with the new equipment. The procedure was completed using the second vasoview hemopro 2, which functioned properly. There was no patient injury. No procedural delay. There was not any broken or damaged equipment in the patient or left behind in the patient.